Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they due insulin under delivery customer had high blood glucose and sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 166 mg/dl and the sensor glucose was 79 mg/dl at the time of the incident. The customer's blood glucose at the time of incident was over 454 mg/dl, current blood glucose is 166 mg/dl and customer had cold and that time blood glucose level was 288 mg/dl. It also stated customer treated their high blood glucose level with insulin pump. It also reported that insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. It also reported that the sensor glucose value that triggered the suspend event was 79 mg/dl and threshold suspend limit in sensor setting was 80 mg/dl. The customer had symptoms like heart palpitation due to high blood glucose level. The customer was advised that the replace the insulin pump. The insulin pump and sensor will not be returned for analysis.